Event description:
It was reported that the patient experienced status epilepticus and is hospitalized. It is suspected that the vns device might be off. Additional relevant information has not been received.

Event description:
Additional information was received that the patient's vns device was turned off on (B)(6) 2016 and that the patient was not receiving vns therapy at the time of status epilepticus. It is unknown if patient had experienced status epilepticus prior to receiving vns therapy. Per the neurologist, the status epilepticus is not related to vns therapy. Additional relevant information has not been received.

Event description:
Additional information was received that the patient's device was turned back on, on (B)(6) 2016. Patient is doing very well with the device. The temporary disablement was reported to be due to patient's voice hoarseness with vns stimulation. Patient's current settings are as follows: 0.25ma/20hz/250usec/7sec/0.3 min/ 0.50 ma. Diagnostic data was requested but not available.